Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported a patient with stage two diffuse lamellar keratitis in the left eye one day post lasik. A flap lift and rinse was performed, an oral steroid was prescribed, and the topical steroid dosage was increased. Additional information received states that the patient's symptoms resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.